Event description:
A medtronic representative reported that, while in a deep brain stimulation (dbs) procedure, when attempting to register the frame, the framelink software application re-started unexpectedly. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. Findings are that the frame was correctly detected after the correct. Defaults settings were installed. Software is functioning as designed. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Manufacturer narrative:
Note: the incorrect evaluation information was originally submitted for this MDR. Correct evaluation information is as follows: software log file analysis found that during transition from "import data" to the "select patient" task, it seems that invalid attributes, x,y and thickness were encountered in the dataset while processing the exam. Right after this, the application exited. This seems to indicate that the exam was likely not to protocol. The issue has not recurred and the system has been used successfully in subsequent cases.